Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. B4, g3, and h2 have been updated. B7 has been corrected.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 5 years and 9 months after a transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the patient underwent a thv-in-thv procedure, as the existing valve failed with aortic regurgitation and stenosis. The medical team stated the valve may have been under-deployed. The patient left the operating room with stable vital signs and was sent to recovery.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, and h2 have been updated. B5, b7, h6: health effect - clinical, device problem, type of investigation, investigations findings, investigations conclusions, and h11 have been corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (vast co-morbidities, e.g. Chronic kidney disease, diabetes mellitus) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years and 9 months after a transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the patient underwent a thv-in-thv procedure, as the existing valve failed with aortic regurgitation and stenosis. The medical team stated the valve may have been under-deployed. The patient left the operating room with stable vital signs and was sent to recovery. According to the medical record, an echocardiogram noted severe aortic stenosis caused by prosthetic thickening/calcification. Mild aortic regurgitation with a peak gradient of 64mmhg and a mean gradient of 41mmhg was also noted and the valve area was measured at 0.92cm2. The patient had shortness of breath associated with the aortic stenosis.